Manufacturer narrative:
The explanted ipg was not returned for evaluation, as it was discarded by the medical facility.

Event description:
A report that the pt's precision system was explanted was received. The reason for explant was to inability to properly charge ipg and overstimulation. The physician decided to explant the pt's ipg.